Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during surgery. The system was rebooted and the case was completed. The case was only delayed the amount of time the reboot took. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and was unable to duplicate the problem reported. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).